Manufacturer narrative:
Eval: results: as rec'd the returned lead was visually examined under the microscope and revealed electrical opens on channel 4 due to broken wire caused by electrocautery marks 6.25 cm from the terminal end. The returned lead damage was consistent with explant procedure. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR report: 1627487-2011-09376. The pt rec'd the scs system including two percutaneous leads (from the same lot) on (B)(6) 2011. It was reported the pt was under a surgical intervention to reposition the ipg as the device was in pt's abdomen and caused the pt discomfort. While intra-operative, the physician noted one of the two leads appeared to be compromised with a violation of the insulation and wires exposed. Intraoperative testing was performed with all the contacts reading normal impedance values. The physician elected to remove the lead and implanted a new lead. The explanted product was returned to the MFR. No further pt complications were reported. The pt reported new ipg location is comfortable and reported effective stimulation coverage post-operative.